Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via telephone call that the blood glucose ran high to 400 mg/dl. He stated that there had been a bent cannula. The customer experienced symptoms of frequent urination and was incoherent. The customer was treated with a bolus and manual injections. The drive support cap appeared normal. The time and date were not correct and the caller was assisted in correcting it. The caller stated that there were no basal rates in the insulin pump the day before and had to add them in, and was advised to verify with a health care professional that they were correct. The caller stated that the customer did not use the bolus wizard. A no delivery alarm was found from may. The caller was advised to change the set, reservoir and insulin and treat per a health care professional's instruction.